Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised with biomet product on (B)(6) 2015 due to an unknown reason. During the procedure, the liner would not fit into the acetabular cup and after several attempts, the acetabulum fractured. The cup and screw were removed and a competitor cup was utilized to complete the procedure. A 60 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain."